Event description:
The customer reported a cartridge change error with their pump on october 4, 2025. The impact to the customer's blood glucose level was unknown, as the customer could not recall if it exceeded 500 mg/dl. The customer resolved the issues by changing the cartridge before contacting technical support, and no further action was required.